Event description:
A report was received that a patient's device was explanted due to an infection at the ipg site. The patient was experiencing pain at the site and redness. A culture confirmed that the patient had an mrsa infection. The physician prescribed antibiotics to treat the infection. Patient is reportedly doing well.